Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient did not think the implant was working really well. It was clarified that the implant was not helping with her symptoms. The device itself was working but it was not working on her. It had worked for her. There was a loss or change of therapy. She could not hold her urine. She had urinary tract infection (uti) in the last couple of years and thought she had one now. She needed to find out if she had a uti or not. The healthcare professional (hcp) in (B)(6) made adjustments and had changed programs before she left but since then had not been adjusted. The hcp had her on program 4 and she changed to one program herself but that hurt too much so she changed to another program and that did not work either. The patient did not know when not being able to hold urine started. The worsening of symptoms started the last few months in 2016. She had a uti in 2015 since her implant and others the last couple of years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.